Event description:
The device was returned for valve 2 leak failure. After device was provisioned to 5.9.2 software and the leak failure is unable to be reproduced anymore. No internal damage was identified on inspection. The pump passed mock infusions as well. An inspection of the pump exterior identified a gouge in the front housing to the left of the vr encoder, the housing will need to be replaced.

Event description:
The following has been reported: biomed reported: lvp pump was reported that the pump needs service. Customer cleaned the av (actuator valve) and guide pins. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.